Manufacturer narrative:
Follow-up #1 date of submission 12/10/2015. Device evaluation:the device has been returned and evaluated by product analysis on 11/25/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture corrosion was observed in the battery compartment. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture was observed. Unrelated to the complaint, the audio bolus button cover was damaged. The button responded properly during testing.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a casing/condition (moisture ingress) issue; battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.